Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016/06/08 additional information noted that the patient experienced constipation on (B)(6) 2011 and was reported as mild in severity and unlikely related to the trial drug and device but rather the surgery and anesthesia related to the implant procedure. Constipation may be due to expected post-operation complication. The patient was stopped all constipation related medication during ¿discharge¿ on (B)(6) 2011. Further, on (B)(6) 2011 the patient developed vomiting in relation to acute constipation post operation as part of post operative ileus. This was considered a moderate severity. No action was taken. The reports indicated that the patient¿s post op ileus did and did not prolong an existing hospitalization (as previously reported that it had) and was classified as severe. The patient had overnight stay in the hyperacute stroke unit. The reason for hospitalization was the implant surgery. No actions were taken. The patient recovered from the ileus on (B)(6) 2011. This was not related to the trial drug but rather the surgery/anesthesia from the implant procedure. These events, post-op ileus, vomiting, and constipation were not life threatening, did not result in in-patient hospitalization or prolonged an existing hospitalization, did not result in a persistent or significant disability or incapacity and were not considered medically significant. These were reported as not related to the trial drug nor the device. However, this was related to the surgery and anesthesia required from the pump implant procedure. No actions were taken associated with this event. No surgical intervention occurred nor was planned. The vomiting and constipation was reported as expected post operation due to anesthesia. This ileus, vomiting, and constipation were resolved/recovered as of (B)(6) 2011. The patient was started on laxatives which were stopped on (B)(6) 2011. At the time of the report the patient's status was reported as alive-no injury. The patient was reported as fit for discharge on (B)(6) 2016. The patient¿s concomitant medications, start date, ongoing status and indication was reported as follows: aspirin 2008/10/01 not going for stroke prevention; dipyridamole mr (B)(6) 2008 not ongoing for stroke prevention; simvastatin (B)(6) 2008 ongoing for stroke prevention; ramipril (B)(6) 2008 ongoing for stroke prevention and hypertension; metformin (B)(6) 2009 ongoing for diabetic control and stroke prevention; sitagliptin (B)(6) 2011 ongoing for diabetic control; baclofen (B)(6) 2009 not ongoing for post stroke spasticity; tizanidine (B)(6) 2010 ongoing for post stroke spasticity; folic acid (B)(6) 2008 ongoing for stroke prevention; vitamin b strong complex (B)(6) 2008 ongoing for stroke prevention; co-codamol (B)(6) 2010 ongoing for pain relief; sodium chloride (B)(6) 2011 not ongoing for pre-operative; sodium chloride (B)(6) 2011 not ongoing for post operative; morphine (B)(6) 2011 not ongoing for post surgery recovery; cyclizine (B)(6) 2011 not ongoing for nausea; aspirin (B)(6) 2011 ongoing for stroke secondary prevention; dipyridamole (B)(6) 2008 ongoing for stroke secondary prevention; salbutamol (B)(6) 2011 ongoing for asthma. The patient¿s medical history also included nausea (B)(6) 2011, post-stroke spasticity (B)(6) 2009 (inactive), pain (B)(6) 2010 (inactive). There was history of oral baclofen, tizandine, chemodenervation, physiotherapy, and occupational therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a clinical study via a health care professional regarding a patient in the united kingdom who was receiving lioresal 500 mcg/ml at a dose of 99.93 mcg/day via an implantable pump. The lot number and concomitant medications were not obtainable. The indication for use was not provided. As reported post-operatively on (B)(6) 2011, the patient experienced post-operative ileus. There were no known environmental, external, or patient factors that may have led or contributed to the issue. No diagnostic testing or troubleshooting occurred. No surgical intervention occurred and none was planned. The issue was resolved at the time of this report. The patient¿s status at the time of the report was not obtainable. This event was reportedly surgery/anesthesia related and not related to the device. The following was reported ¿post-operative ileus, no, no, no, yes, no, no, yes, not related, itb treatment arm, (B)(6) 2011, surgery/anesthesia¿. However, the context of this information was not provided but requested. The patient¿s medical history included stroke (inactive) (B)(6) 2008, (B)(6) 2009; type ii diabetes (B)(6) 2009 (inactive); hypertension (B)(6) 2008 (inactive); hyperlipidaemia 2008/10/01 (inactive; asthma (B)(6) 2010 (inactive). Further, on 2016-05-02 additional clarification information regarding the previously reported "yes and no" answers were provided. In regards to the post-operative ileus. There was no patient death, the adverse event was not a life threating situation, there was no in-patient hospitalization but there was a prolonged existing hospitalization. There was no significant disability/incapacity, no congenital anomaly/birth defect, the event was medically significant, and there was no relationship between the device and adverse event. The date of randomization was (B)(6) 2011, and the intrathecal baclofen test start date was (B)(6) 2011. The implant date confirmed as (B)(6) 2011. (B)(4): no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.